Event description:
Hamilton medial ag received the following complaint description (summary): it was reported that the hamilton-t1 ventilator was not monitoring fio2 (fraction of inspired oxygen) properly. The set oxygen concentration was reported to be approximately 80%, while the displayed/measured value was below 75%, and the device alarmed with ¿oxygen too low¿. The o2 cells were replaced and calibrated twice by the trained biomed, but the issue persisted. A clinical manager from the local partner was sent on site to assess whether the issue was related to clinical use a clinical use could not be confirmed. An o2 mixer test was performed in service software at 90% and 61%, and the test passed successfully. No patient involvement was reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); investigation is ongoing. Note to section d4: creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.